Event description:
While transferring the pt, the lift chair detached from the machine. The pt suffered some bruising.

Manufacturer narrative:
The arjo incident investigator reported a guide button was missing from the tcs chassis, and a brake lever was broken on 1 of the castors. The security of the chair in the pick-up hook was checked with the safety catch in the closed position. The chair was secure and could not be removed. The engineer who made the repairs to the tcs also confirmed the security of the chair when correctly fitted to the pick-up hook. A hoist function test indicated the hoist was performing to spec, apart from the broken items on the tcs, which have since been replaced. Based on the info rec'd, the MFR concludes the chair must have been incorrectly fitted to the d jib, or the safety catch was in the open position at the time the carriers were attempting to fit the tcs chassis. The MFR recommends the user be advised/retrained on the correct chair fitting procedure, as directed in the operating instructions supplement, (ax06500-gb, issue 1).